Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a connection issue with an unknown minicap during automated peritoneal dialysis therapy, resulting in peritonitis. The event was further described as a breach in aseptic technique when the patient experienced touch contamination when the cap fell and the patient reattached without cleaning it. On the day of the event onset, the patient experienced peritonitis. Ten days after the event onset, the patient was hospitalized for the event. The patient was treated with vancomycin (dose, route, frequency, and duration not reported) and an unspecified antibiotic (drug name, dose route, frequency, and duration not reported) for peritonitis. On an unreported date, dianeal therapy was discontinued (current mode of dialysis therapy was not reported). At the time of this report, the patient is recovering. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.